Event description:
A malfunction was reported on the pump by the caller, with a displayed malfunction code of malf 15. There was no information on whether the issue affected the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which successfully resolved the issue, allowing the caller to continue using the pump. They were advised to contact support again if the malfunction recurred, which the caller acknowledged and understood.